Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
A patient was implanted with a 140 degree lcp dhhs sideplate - standard barrel and a helical blade approximately 5 weeks ago. Reportedly the patient felt pain post operatively and an x-ray taken on an unknown date showed the helical blade had cut through the femoral head into the acetabulum. The patient was returned to the operating room on (B)(6) 2012 for removal of hardware and revision to a competitor's hip screw. This report is #2 of 2 for the same event.